Event description:
Event description cpi received information that while attempting to measure the ventricular impedance with this implantable cardioverter defibrillator (ICD) a fault code that indicated the ventricular lead impedance measurement took too long was noted. The fault code was cleared but returned several times. The ICD was removed.